Event description:
Reporting status: death. Reporting rationale: death. Device issue: failure to cross, dislodged stent. It was reported that after a non-abbott stent was deployed, a vessel perforation was noted in heavily calcified right coronary artery (rca). A graftmaster stent was advanced for treatment; however, the stent could pass through the perforation and the stent dislodged remaining in the rca. The stent from the graftmaster was captured with a maverick balloon catheter and was able to be deployed at the site; however, did not completely cover the site. The maverick balloon catheter remained inflated, and the patient was taken for coronary artery bypass graft surgery where there was also a pericardiocentesis performed; however, the patient died two days later.

Manufacturer narrative:
(B) (4).